Manufacturer narrative:
User reported inaccuracies between their cgm and bgm readings. They were requested to perform a diagnostic upload but they did not have a computer so the case was escalated to the next level of support. Per the escalation, the user was requested to perform a sensor re-link which was completed successfully. However, after the re-link, the user reported still having inaccuracies so the case was escalated to engineering support. Per the escalation, customer care contacted the user multiple times to set up a meeting with the clinical team so they could explain how lag was contributing to the user's issue but as they were unresponsive, no assistance could be provided. B4. Date of this report 28 sept 2025. G3. Date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224,114. H6. Investigation conclusions updated to 4315,22.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. After sensor re-link, the discrepancies remained so case was escalated to engineering support. Based on review of the system and examples shared, the analysis shows the system is performing within expectations. Overall, bg/sg fit well with occasional lag. The user was advised to continue using the system, calibrating as requested when glucose is stable whenever possible. User was unsatisfied with this response and requested an explanation of differences directly from the engineering team. Case was escalated and it was determined user may benefit from speaking with clinical team regarding lag in cgms. User was contacted multiple times to schedule a meeting with the clinical team but was unresponsive. Upon dms review, the user is using the system with information up to date.

Event description:
On 01 july 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.